Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the tubing on multiple occasions. The user's blood glucose (bg) level was as high as in the 400's (mg/dl) with medium ketones. The user addressed bg level with a manual injection. Reportedly, the user was not performing the air extraction technique. The user reverted to an alternate pump.